Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient could not drive at night due to halos. There are two medical device reports associated with this event. This report is associated with the left eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).